Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer allowed remote access to the ccc specialist. The ccc specialist reviewed the instrument data and found that the quality controls were within range. The siemens headquarter support center (hsc) reviewed the process error log and performed a quick check on the data which showed no errors or failures that would contribute to these discordant results. As per the hsc request, the customer processed service method tests, which passed. The cause of the discordant results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant results for glucose (glu), sodium (na), potassium (k), chloride (cl), magnesium (mg), blood urea nitrogen (bun), calcium (ca) and carbon dioxide (co2) methods on one patient sample and a discordant mg result on another patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate dimension vista instrument. It is unknown if the corrected results were reported to the physician(s). The customer performed a look-back and identified discordant results for an additional patient sample (ID (B)(6)), which was repeated on an alternate dimension vista instrument to obtain corrected results. Both initial and repeat results for this patient were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.